Event description:
It was reported that the 980 ventilator failed the exhalation autozero solenoid test during the short self test (sst). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that the 980 ventilator failed the exhalation autozero solenoid test during the short self test (sst). The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue and replaced the exhalation valve assembly (eva). Sp further found that the sst failed again, so sp replaced the exhalation valve flow sensor (evq). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. Evq was not returned to medtronic for analysis. One eva was returned to medtronic for analysis. A visual inspection of the returned eva found no anomalies. As the reported issue was the subject of a previous investigation and the exhalation sensor printed circuit board assembly (pcba) of the returned eva was prior to the implementation of a change to address autozero solenoid (so1) failures, no further testing was performed. Investigation determines if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the event was determined to be a faulty autozero solenoid (so1). The serial number of the exhalation sensor printed circuit board assembly (pcba) is in scope of the existing internal corrective action. Additional issue of sst failure was isolated in the field to a potential fault in the evq. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.